Event description:
During a follow-up with the home patient (hp) regarding the large air bubbles, it was found that there was nothing wrong with the supplies but that it was something she did incorrectly during set up. The hp stated that she did contact her nurse, and she recalls the nurse stating that she could not do that during setup. When asked if the hp remembers what that was, she stated no. The hp stated that this was an isolated incident and there was no patient injury or medical intervention involved.

Manufacturer narrative:
(B)(4). Per customer, the sample was not available for evaluation. This complaint is for a check patient line alarm. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. In a follow up call with product surveillance, the patient stated that there was nothing wrong with the supplies but that it was something she did incorrectly during set up. From the complaint information, the cause of the alarm is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. In a follow up call with product surveillance, the patient stated that there was nothing wrong with the supplies but that it was something she did incorrectly during set up. The patient stated that she did contact her nurse and she recalls the nurse stating "oh, you can't do that." When asked if the hp remembers what that was, she stated "no, I just remember the nurse saying not to do that." From the complaint information, the cause of the alarm is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting a check patient line alarm which occurred on the homechoice (hc) machine during fill, the home patient (hp) reported that the transfer set and clamp was open, but the patient line was full of big air bubbles. The baxter technical service representative (tsr) then assisted to clear the alarm, end the therapy and advised to start over with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report.